Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing the minute ventilation signal on the right atrial (ra) lead channel for appropriately three seconds. A high out of range ra pacing impedance measurement of greater than 2000 ohms was also noted. The mv signal sensor and high impedance alarm was turned off and the crt-d remains in service. No adverse patient effects were reported.